Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds) with a .035 floppy guidewire stuck in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed that the outer sheath showed some slight buckling at the nosecone. No damage to the mid-shaft. The stent was not returned. The stent damage that was alleged could not be confirmed due to the stent not being returned. The guidewire was also stuck in the device. The guidewire was protruding from the distal end approximately 29cm and from the proximal end approximately 72.5cm from the proximal end of the handle. The handle was opened to inspect for further damage. It was noticed that there was a prolapse of the proximal inner shaft. It was noticed that some waviness was also present on the proximal inner shaft. The clip also showed a broken tooth. The pull rack also showed damage on the first tooth. The thumbwheel showed some damaged teeth. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due to interaction with another device. The eluvia dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported that partial deployment and stent elongation occurred. A 6 x 150 x 130 eluvia¿ drug-eluting vascular stent system was selected for a stenting procedure in the superficial femoral artery (sfa). The device was advanced over a .035 unknown guidewire in a crossover maneuver and deployment was initiated. The stent was deployed 20 mm very well and then the thumbwheel was blocked and it would not turn any further. The physician attempted to use the pull grip and after some time the stent was released, but was elongated. Two additional stents were placed inside of this stent and the procedure was completed.

Manufacturer narrative:
Device is combination product. (B)(6). (B)(4).

Event description:
It was reported that partial deployment and stent elongation occurred. A 6 x 150 x 130 eluvia¿ drug-eluting vascular stent system was selected for a stenting procedure in the superficial femoral artery (sfa). The device was advanced over a .035 unknown guidewire in a crossover maneuver and deployment was initiated. The stent was deployed 20 mm very well and then the thumbwheel was blocked and it would not turn any further. The physician attempted to use the pull grip and after some time the stent was released, but was elongated. Two additional stents were placed inside of this stent and the procedure was completed.